Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that he received an insulin flow blocked alarm. In troubleshooting blockage located in the tubing. No further information was available.